Event description:
The complainant has reported that during an unknown procedure which involved an ipulse circulatory support system, the console alarmed the user to replace the console. The user replaced the console with another unit (model and manufacturer unknown) to successfully support the patient. No adverse effects were reported to have occurred as a result of the reported event.

Manufacturer narrative:
The console has not yet been received by the manufacturer; therefore, a failure investigation cannot be completed at this time and a root cause for the reported event cannot be determined. A supplemental medwatch report will be submitted upon completion of the evaluation. A biomed internal reference only: (B) (4).